Event description:
The pump was returned for investigation. Investigation revealed that the display screen was heavily scratched and obstructed the screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings: evaluation revealed that the display screen was heavily scratched which obstructed the screen. Surface cracks were observed around the edges of the screen.